Event description:
It was reported that the customer experienced high blood glucose over the past two days and was treated with manual injections. It was stated that the customer noticed wetness this past weekend and replaced the infusion set, but the high glucose level persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.